Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, it was reported that the pediatric patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (there is no documentation about the insertion site). The patient was almost unconscious. The cgm was reading 8.0 mmol/l and the blood glucose reading was 1.3 mmol/l. The patient was treated with juice and dextrosol (dextrose). An ambulance was called and the paramedics treated the patient with IV glucose. The paramedics monitored the patient for half an hour and ensured that the patient was recovered. The patient recovered and stayed at home. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and failed. Functional test results was performed and passed. The receiver log was downloaded, reviewed, and confirmed the related to the complaint. Data investigation shows cgm read 236 mg/dl at 10:19 am on (B)(6) 2022 and fs read 166 mg/dl at 10:17 am on (B)(6) 2022. Inaccuracy is 42.17% with a point difference of 70. The complaint of inaccurate readings was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.